Event description:
MFR had a voluntary recall of atrial j pacemaker lead. The rate of fracture per their findings was 1 per 3,300 implants. All rptr's pts with the recalled lead wires were called in and underwent fluoroscopy. They found 3 out of 46 implants had a fractured lead (much higher than co's findings.) One pt had an acute mi, no data to support if it was due to the j-lead fracture. (Also see 1005565.)